Event description:
Reporter alleged obtaining the results of 141 mg/dl and 30 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she took 54 units of lantus as she normally would after the 141 mg/dl result. Reporter stated that she self-treated with a can of coke and glucose tablets after the 30 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.